Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and found the chamber level sensor was not reading the water level properly. The technician identified that the chamber level sensor improperly reading the water level causing the unit to overflow. The technician cleaned the level sensor, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2002 and is under steris contract for maintenance services. No additional issues have been reported with the level sensor.

Event description:
The user facility reported that their reliance 130 cart washer/disinfector experienced a pump issue alarm and was leaking water. No injury, procedural delay, or cancellation was reported.